Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-05611. On (B)(6) 2014, the pt underwent trial procedure. During the procedure, the doctor was unable to place the first lead. The second lead was placed successfully but was removed due to the doctor being unable to adjust the lead's position with the stylet. A third lead was used and the procedure was successfully completed. Due to the complications, the procedure was extended by an hour.